Event description:
It was reported that a separation of the shaft occurred. No pt injury was reported.

Manufacturer narrative:
One 5f supreme ep catheter was rec'd for eval. In conclusion, the returned catheter was rec'd with a separation of the gray shaft from the black body. Corrective action was initiated on 08/31/07 to address an issue with bond separations on supreme catheters. This device was manufactured prior to implementation of the CAPA. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.